Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mobile cgm application shut off with an alert occurred. No product was provided for evaluation. Data was evaluated and the allegation was not confirmed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.